Event description:
It was reported an under infusion of acyclovir. On (B)(6) 2026 at 0430 the clinician scanned the medication. The syringe had 6.6mls of medication and the details on the pump confirmed 6.6mls. An hour later, when the device beep (infusion complete) there was still 1ml of medication left in the syringe. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.